Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion and replaced with a boston scientific ICD. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the 4/5/2007 shortened replacement window advisory population.